Manufacturer narrative:
Results: endoleak. Unknown cause of endoleak. Evaluation code, conclusion: unknown cause of endoleak.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 1 month ago. Aneurysm and vessel morphology were unremarkable. It was reported that there was a type 1 endoleak present post implant. The stent graft was ballooned and the endoleak diminished but did not completely resolve. The physician decided to not further intervene and to evaluate the endoleak at the 30 day follow-up. No additional clinical sequelae were reported and the patient is fine.